Event description:
It was reported that hypotension, cardiac perforation, and cardia tamponade occurred. A left atrial appendage(laa) closure procedure was performed. A watchman truseal access system and 31mm watchman flx laa closure device and delivery system were used. The closure device was deployed and the shape of the implant was noted as odd. The physician recaptured the closure device and then the patients blood pressure dropped. Transesophageal echocardiogram (tee) revealed posterior effusion. The closure device was removed and the surgeon noted that a dime size hole was observed in the laa before staple/excision. Pericardiocentesis was performed drawing off arterial blood and recirculated throughout. The effusion became smaller via transesophageal echocardiogram (tee) but volume and flow of blood directed implanter to call the cardiothoracic surgery team. Surgery was done in the hybrid lab so the patient was not moved. The patients blood pressure went to 50 systolic initially, but recovered to normal pressures within a few minutes. Patient was under general anesthesia. The implanter believes that due to the watchman truseal access system sheath being deeply seated in the laa, the sheath perforated the laa wall when the device was advanced to the tip and the sheath snap back was performed. The patient is expected to fully recover.